Manufacturer narrative:
Device is a combination product. (B)(4). Initial visual examination of the device found distal stent strut damage; a number of struts had been bunched back proximally. Further examination noted that the balloon profile appeared irregular and was slightly inflated at one end. No kinks or damage were noticed along the shaft of the device. No further damage was noted which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. The 90% stenotic lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The physician predilated the lesion with a 2.0x15mm non-bsc balloon and then advanced a 4.0x20mm promus element stent to the lesion, but was unable to cross. The procedure was completed with a 4.0x20mm promus element stent. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed that the stent was damaged.